Manufacturer narrative:
(B)(4). Additional manufacturer narrative: parts replaced during service: oil mist filter, catalytic converter, vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit was reviewed for the past 6 months (02/27/2015 to 08/26/2015) and trending was not exceeded. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smell is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed. Unit meets specifications and was returned to service on 08/26/15.

Event description:
An international customer reported an event of an "odor/smell" emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of throat and skin irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "healthy." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.